Event description:
The customer reported via phone call that customer had low blood glucose. Blood glucose at the time of event was 2.8 mmol/l. Current blood glucose was 12mmol/l. Customer did not experience had as symptoms of low blood glucose. Customer was ok for troubleshoot. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer alleged insulin pump was over delivering. Customer stated that the auto mode feature was not active at the time of incident. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.